Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no reference number: (B)(4). The lot number and implant site are unknown. The investigation is ongoing.

Event description:
As reported it was a case of a 26mm sapien 3 valve, in aortic position by transfemoral approach. The valve was implanted using 1cc of nominal volume. After valve deployment, pvl was noted, and it was decided to post-dilatate. It was decided for a more accurate assessment to remove the delivery system from patient and position the safari wire outside the valve, and it confirmed the pvl. The same delivery system with +1cc was used to post-dilatate the valve. The pvl was then resolved. During withdrawal of the devices, a lot of resistance was felt while retrieving the balloon into the esheath, the distal past of the balloon was not entering the esheath. After several attempts, the system was successfully removed. The patient's iliac dissection was noted, and 2 stents were implanted to treat it. The patient was in stable condition post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner was delaminated approximately 4 cm in length from tip. Balloon material was bunched towards the nose tip. Imagery was provided from the site and revealed the following: sheath liner delaminated. Balloon material bunched towards the nose tip. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the return device. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, ''once the valve was implanted, pvl was noted, and it was decided to post-dilatate. For a more accurate assessment it was decided to remove the delivery system from patient and position the safari wire outside the valve, and it confirmed mild-moderate pvl. Therefore, the same delivery system with +1cc was used to post-dilatate the valve. The pvl was then resolved. During withdrawal of the devices, a lot of resistance was felt while retrieving the balloon into the esheath, the distal part of the balloon was not entering the esheath. After several attempts, the system was withdrawn.'' In addition, per medical opinion, the perceived root cause for the event was that after the second expansion and subsequent deflation the balloon did not obtain its correct folding. Per IFU, ''do not re-use the sheath, thv or delivery system once thv is retrieved'' in this case the delivery system was re-used to post dilate the valve after full removal, and reinsertion, of the delivery system. The re-use of the delivery system is not indicated. It is possible that during the first withdrawal and/or second insertion and track of the delivery system through the sheath/vasculature, as well as second inflation during post-dilation, the balloon profile of the delivery system was altered by device reuse, incomplete inflation and/or residual fluid from post-dilation. Per the procedural manual, ''ensure the balloon is completely deflated''. If the balloon is not fully deflated or there is residual fluid present, the larger balloon profile may interact with the sheath tip, causing the reported withdrawal difficulty. As observed in the returned device, the balloon material was bunched, and liner of sheath was delaminated. As such, available information suggests that use error (off-label use, residual fluid, withdrawal of altered balloon profile) may have contributed to the complaint event; however, a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.